Manufacturer narrative:
Concomitant medical products: 7279 ipg, implanted (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead exhibited pacing failure and elevated pacing threshold due to lead dislodgement. The lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.